Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that her husband's infusion set's tubing had disconnected at the site connector, while doing nothing. The site location was his abdomen and the pump was located in his pocket. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing, as it was not connecting. Further, the pump was not dropped with the set connected to the body. No further information available.